Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving an accolade tmzf hip stem #4 was reported. The event was confirmed. Medical records received and evaluation: a review of the provided operative reports and x-rays by a clinical consultant indicated: ¿neither the infection requiring revision nor the breakage of the accolade inserter/extractor were the result of factors of faulty prosthetic or instrument manufacturing or materials.¿ device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot or sterile lot. Conclusions: a CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. Additional devices listed in this report: cat # 623-10-32e, lot # 42166001, description: trident 10° x3 insert 32mm ID; cat # 500-11-54e, lot # 41680201, description: trident hemispherical solid back shell; cat # 6565-0-132, lot # 42175101, description: alumina v40-femoral head 32mm, +0mm nk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The surgeon reported via the sales rep that a revision of a well fixed accolade stem took place due to infection.

Event description:
The surgeon reported via the sales rep that a revision of a well fixed accolade stem took place due to infection.